Event description:
The surgeon was impacting the cup and the black tip of the secondary impactor broke. The surgery was completed successfully.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding crack/fracture involving an adm impactor was reported. The event was confirmed. Method & results: the device was received for evaluation. Visual inspection noticed the device has fractured on the threaded side of the device all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. Conclusions: an internal CAPA was issued for investigation. The root cause was determined to be design. Design controls were updated and the CAPA was closed. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The surgeon was impacting the cup and the black tip of the secondary impactor broke. The surgery was completed successfully.